Event description:
When placing piv [peripheral intravenous line] for blood transfusion: t-connecter piece to piv had flush connected and prepared for new piv insertion/flush. Piv inserted, t-connector connected, flushed well, secured piv with tape etc. When removed flush the inner piece stayed stuck down on the t-connector clave, and clave no longer functional to connect syringes to use piv for meds/flush etc. Had to take piv that was just dressed all the way down to hub and flush and replace t-connector.